Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and performed a calibration on the unit to meet all manufacturer specifications. The unit no longer auto cycles and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator is auto-cycling after having the gde (gas delivery engine) replaced. At this time, there is no information regarding patient involvement associated with the reported event.